Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient underwent device explantation on (B)(6) 2018 since it was observed on (B)(6) 2018 that the pacemaker was protruding from the pocket.